Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a denovo pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion of the sheath, the physician observed that the sheath was still drawing air through the flushing port during aspiration of the sheath, even though the main shaft was fully filled with blood. The physician believed that a leaky hemostatic valve on the sheath contributed to this event. Only the dilator was inserted inside the sheath prior to the air observation. No air was visible in the sheath or the patient, but bubbles were observed in the flushing line. The sheath was replaced, and the procedure was completed without further complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valve near the center slit separate from the previously noted deformation. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the air that was observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Separately, the deformation observed due to the sheath being returned and sterilized with the dilator inserted was determined to have the 'cause traced to transport/storage/'.

Event description:
It was reported that air ingress occurred. During a denovo pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion of the sheath, the physician observed that the sheath was still drawing air through the flushing port during aspiration of the sheath, even though the main shaft was fully filled with blood. The physician believed that a leaky hemostatic valve on the sheath contributed to this event. Only the dilator was inserted inside the sheath prior to the air observation. No air was visible in the sheath or the patient, but bubbles were observed in the flushing line. The sheath was replaced, and the procedure was completed without further complications. The sheath has been received for analysis.